Event description:
Rptr complains of breast pain and hardness, deformed implant and pain under arm. She has had 3 surgeries to correct the problem but each time the problem gets worse. She also has a very fast heart beat, dyspnea, swollen feet and hands, hand pain, joint pain, itching with no rash, redness under both breasts, fainting-like spells, sleep problems, depression, fatigue, numbness, knots under her skin, difficulty picking up objects, memory loss and hair loss.